Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The therapy electrodes used during the event were not provided for evaluation. Physio-control then made other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event their device was unable to detect that the patient was connected via a quik-combo therapy cable and therapy electrodes (brand unknown). As a result, therapy could have been delayed or prevented if it had been necessary. The customer advised that they then tried a second set of therapy electrodes but that the reported issue continued. The issue then resolved on its own and they were able to obtain the patients heart rhythm. The customer further advised that the issue then occurred intermittently for the remainder of the event, where the patient's signal would appear and then "cut out." There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.